Manufacturer narrative:
Pump received with critical pump error alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was showing question mark with x pointing to book. The customer¿s blood glucose level was 78 mg/dl. Customer mentioned they received open book image on screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.